Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip was damaged and difficult to insert during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hcp had difficulty to insert the catheter and the patient frowned in pain."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip was damaged and difficult to insert during use. The following information was provided by the initial reporter, translated from japanese to english: "the hcp had difficulty to insert the catheter and the patient frowned in pain."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one shipper that contained four dispensers which contained (B)(4) unit each. A total of (B)(4) units in sealed packages from material number 383511, lot number 0077163. A device history record review showed no non-conformances associated with this issue during the production of this batch. A penetration test was performed on a sampling of (B)(4) random units. (B)(4) units failed the penetration for needle tip pen force and shown damaged needle tips. These six units were evaluated and found to show cannula tip damage which is considered to be unacceptable. The damaged cannulas can occur during multiple stages of manufacturing such as improper angle of release at offload, operator handling, and gripper damage. It also is possible that the damage is raw material related. Aside from the cannula testing, the catheter tips were found acceptable. Corrective actions have been initiated to investigate this type of incident and identity the root cause. See h.10.